Manufacturer narrative:
The stent remains in the patient; therefore, the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. 2017 code clarifier- use after expiration. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the 2.8 x 26 mm graftmaster was successfully implanted in the proximal right coronary artery to treat a perforation. The perforation was sealed, but the graftmaster was used after its labeled expiration date. It was the only graftmaster that the catheterization lab had in stock to treat the patient. There were no adverse patient effects. No additional information was provided.